Event description:
The device was explanted and the leads were capped. A competitor's system was implanted on the other side. There is no complaint against the functionality of this system. Both leads had fractured due to the implant position. Per the field rep. The x-ray showed the leads were at a 180 degree bend on themselves. The pacemaker was discarded by the hospital